Event description:
Caller reported that a pump malfunction occurred. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to use an alternate backup therapy (mdi) and was informed that a replacement pump with updated software would be sent.